Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to obtain additional information with no response. To date, the patient medical records and procedure op notes requested are not available for review.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event.  The reason for explanting the valve approximately two years and two months post tavr is not available at this time.  There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported to implant patient registry (ipr), two years and two months post implant of the 26mm sapien 3 valve in the aortic position the valve was explanted and replaced with a surgical valve.